Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was trying to find a doctor nearby because their battery died and it would no longer charge. The patient's family member noted that for the past six weeks the ins wouldn't charge. Every time they hooked it up to charge it didn't have a reading. The patient saw the boxes but none were filled in- the charging screen came up and acted like it was going to charge but it wouldn't do anything. They left it on for 10-12 hours and didn't receive a charge. The patient changed the programmer batteries but that didn't resolve the issue. It was noted that the patient was having really bad issues and in pain; the pain was a sudden change in symptoms. The patient was going to call back with their equipment to troubleshoot further. No further complications reported.